Event description:
A site reported to rxsight that a patient bilaterally implanted with the light adjustable lens+ (lal+) underwent a procedure to explant the lal+ (sn (B)(6), +17.0) from the right eye due to patient dissatisfaction with the chosen refractive target; an intraocular lens from a different manufacturer was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).